Event description:
It was reported the patient experienced a loss of therapeutic effect. On the date of this report the patient was unable to turn on her left side. The patient had last used it the evening prior to this report. The patient confirmed both of her implantable neurostimulators (ins) were on and fully charged but she was unable to feel stimulation. The patient was on program 4 and she increased to the upper limit of 4.2 volts (v) and she was still unable to feel stimulation. It was noted when the patient pressed the navigator button she was getting ''65'' on the screen. There were no known accidents or incidents related to the complaint. The patient was last programmed about 1-2 weeks ago and it was noted the patient was having trouble recharging at the time. The patient's programmer was configured to use on both sides and she had tried using the other remote as she had two systems implanted. Additional information received reported the patient's "wires came loose" on (B)(6) 2013, and her physician decided to remove both of her "devices since there were too many wires." The patient was seen the following week by a manufacturer representative "who checked with the physician programmer." The patient's "devices" were removed about 2 weeks prior to this report. It was noted after the patient heals they would re-implant "one" to cover both sides. The manufacturer device registry indicates the entire device system was explanted. Refer to manufacturing report #3004209178-2013-03274.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37711, serial # (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator; product ID 3998, lot # v004456, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3998, lot # v004456, implanted: (B)(6) 2006, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).